Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg (oekg) followed up with the user facility and received detailed information of the reprocessing procedure for the subject device as follows; a non-olympus detergent solution was used at the precleaning. Brushing channels with a non-olympus cleaning brush (pennamed). Flushing channels in a sink with a non-olympus detergent solution (lancer). The subject device has not been returned to omsc but was returned to oekg. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end unit, the instrument channel, the air/water channel, and the auxiliary water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress by oekg. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that there is a potential cross-infection of the pinworm. The first patient underwent colonoscopy using the subject device, and the user facility found multiple pinworms in the patient¿s body. The second patient underwent colonoscopy using the subject device and the user facility found a single pinworm in the patient¿s rectum. Between the two procedures, the device went through the following reprocessing steps; precleaning. Brushing channels with unspecified brushes. Flushing channels in a sink with unspecified cleaning solution. Disinfection cycle by a non-olympus automated endoscope reprocessor, autoscope isis with non-olympus adispor cleaning product (cantel). A protein test on the subject device followed by reprocessing after the second procedure came back negative. It was reported that the first patient needs to get treatment from the pharmacy. It was also reported that the second patient seeks further treatment. The user facility commented that pinworms identified in the two consecutive procedures could not be a coincidence and the common denominator amongst both patients was the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg (oekg) observed the customer¿s reprocessing practice and found some deviations as follows. Non-olympus cleaning blushes were used. The flushing device did not deliver the effective amount of fluids to the channels of the endoscope. Suctioning and flushing of the endoscope channel as part of pre-cleaning was not enough. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.